Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had the lock button still engaging, but it did not stop it from spinning. The issue was found during inspection for use. There were no reports of patient involvement.